Manufacturer narrative:
(B)(4). It was reported that the patient was born in 1956. It was reported that the patient was (B)(6). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the peritonitis was manifested by abdominal pain and cloudy pd effluent. Treatment for the event was not reported. Six days after hospitalization, the patient's pd catheter was removed. It was reported that seventeen days after hospitalization, the patient was discharged and was not recovered from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3 involved in this event.